Event description:
It was reported that a button was unresponsive and loose. There was no adverse impact to the customer's blood glucose level. The customer declined further inquiry or assistance, and no additional actions were taken as no further action was required.